Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci s hysterectomy procedure on (B)(6) 2012 due to painful menstrual periods. The legal document alleges that the patient immediately began to feel pain following the da vinci s hysterectomy procedure and her pain reportedly intensified over the next 2 months. The patient was informed by an unspecified person that her pain and accompanying discharge of blood through her vaginal canal was a normal side effect of the healing process. In (B)(6) 2012, the patient met with an urologist who conducted a CT scan of the affected area. Initially it was believed that she had a kidney stone; however, it was determined during a subsequent surgery on (B)(6) 2012 that a stitch with substantial calcification and foreign matter from the da vinci surgery was attached to her uterus. The legal document alleges that the patient sustained a punctured bladder, severed ureter, burn, and severe internal infections following the da vinci surgery. The patient also had to undergo numerous surgeries, procedures, and treatments, including a uterine transplant in (B)(6) 2013.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The legal document does not contain any allegation of a specific malfunction of a da vinci s system, instrument, or accessory involving the (B)(6) 2012 da vinci s hysterectomy procedure. Isi attempted to contact the site to gather additional information from the risk management group; however, as of the date of this report no response has been received. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci s surgical hysterectomy procedure.